Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. - the reset, described in the complaint, occurred during a real-time data transmission by bluetooth low energy (ble) telemetry performed at the follow-up dated (B)(6) 2024 at 10h50. - this reset was most likely triggered by an abnormal behavior of a hardware component during the ble transmission. - the re-initialization has been correctly performed and the subject device has returned to a normal functioning. - this complaint is recorded for trending purposes.

Event description:
Reportedly, a borea dr pacemaker was interrogated and in the observation window, it indicated something like: "the pacemaker was reinitialized once since implantation. For more information, please refer to the manual." In the manual, I found this: ¿standby mode in the event of a self-test failure, the pacemaker automatically switches to a safe mode of operation known as standby mode. In most cases, normal pacemaker operation may be re-established (if the pacemaker is at a stabilized temperature of approximately 37°c) by confirming the reinitialization function suggested by the microport crm dedicated programmer. If this is not the case, contact your microport crm representative. In standby mode, the pacemaker operates with the following parameters: vvi, 70 min¹, 5 v, 0.5 ms, sensitivity 2.2 mv, unipolar for the dr model and the sr model when implanted in the ventricle, or aai for the sr model when implanted in the atrium. Programming is then impossible, and test modes, including magnet mode, are ineffective.¿ is there potentially another reason for reinitialization? For example, I am considering a software update directly on the pacemaker. I believe this was a pacemaker where we later installed the software for the bidirectional radio connection. I'm asking specifically because I don't remind us consciously reinitializing a borea at this hospital. If we hadn¿t been there, the medical staff would almost certainly have called us. According to the manual, it seems as though you must always confirm to perform this initialization. The pacemaker serial number is not yet known. However, on (B)(6), we will be at the (B)(6) and can ask the doctor, at which time we¿ll also be able to retrieve the data from the smartview.

Event description:
Reportedly, a borea dr pacemaker was interrogated and in the observation window, it indicated something like: "the pacemaker was reinitialized once since implantation. For more information, please refer to the manual." In the manual, I found this: ¿standby mode in the event of a self-test failure, the pacemaker automatically switches to a safe mode of operation known as standby mode. In most cases, normal pacemaker operation may be re-established (if the pacemaker is at a stabilized temperature of approximately 37°c) by confirming the reinitialization function suggested by the microport crm dedicated programmer. If this is not the case, contact your microport crm representative. In standby mode, the pacemaker operates with the following parameters: vvi, 70 min¹, 5 v, 0.5 ms, sensitivity 2.2 mv, unipolar for the dr model and the sr model when implanted in the ventricle, or aai for the sr model when implanted in the atrium. Programming is then impossible, and test modes, including magnet mode, are ineffective.¿ is there potentially another reason for reinitialization? For example, I am considering a software update directly on the pacemaker. I believe this was a pacemaker where we later installed the software for the bidirectional radio connection. I'm asking specifically because I don't remind us consciously reinitializing a borea at this hospital. If we hadn¿t been there, the medical staff would almost certainly have called us. According to the manual, it seems as though you must always confirm to perform this initialization. The pacemaker serial number is not yet known. However, on (B)(6), we will be at the (B)(6) and can ask the doctor, at which time we¿ll also be able to retrieve the data from the smartview.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.